Manufacturer narrative:
Field service engineer (fse) troubleshoot complaint finding a bad power supply in the platinum one. Fse replaced the power supply and verified proper operation per hut service checklist and customer returned the system to full service.

Event description:
In (B)(6): customer reported prior to an undetermined urology procedure, the table did not boot-up. Pt was on the table at the time of failure. Physician cancelled the procedure as the facility did not have a back-up room. No pt injury was reported.